Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl and 198 mg/dl. It was reported that they had no delivery and the cannula was bent. The customer was advised to return the serter if available. The customer was advised that we will ship a replacement. The insulin pump will not be returned for analysis.